Event description:
Pt reported obtaining a result of 100 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 2 units of lispro insulin. Pt stated that, approx. 2.5 hours later, he began feeling ill and contacted emergency medical services. While awaiting paramedics' arrival, pt reportedly lost consciousness. Pt did not know if paramedics had tested his blood glucose or administered any treatment. Pt was reportedly transported to the hosp where his blood glucose measured 14 mg/dl or 514 mg/dl (pt could not recall which value was correct). Pt was unable to recall any details pertaining to diagnosis or treatemt received. Pt's current condition: "recuperating." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.